Event description:
EKG machine malfunctioning (not giving an accurate read-out, all artifact) which resulted in a 20 minute delay in administration of tpa, which is life-saving treatment for acute mi.